Manufacturer narrative:
The device is not expected to return for evaluation. A review of the device history record and complaint database could not be performed since the lot number was not provided.

Event description:
The account reported that the sheath was stuck in the right radial artery and they were unable to remove it. The procedure was completed through this sheath. The physician administered additional verapamil, nitroglycerin and propofol without success. A vascular surgeon was then called in and the patient was taken to surgery where a cut down procedure was performed to remove the sheath. Vasospasm was suspected. The patient tolerated the surgical procedure well and was sent home the next day.